Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was ¿dried up.¿ there was no known patient injury or medical intervention associated with this event. No additional information is available.